Event description:
It was reported that during saline infusion, pre administration of chemotherapy, patient reports pain and operator finds extravasation, PICC is removed finding fissuring at 9cm on catheter body. It is noted that the catheter was anchored with securacath. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 41cm. PICC inserted in brachial vein, dressed straight along patient's arm with 3cm exit site markings after placement. Nacl 0.9% used to clean catheter between use. PICC used for oncology treatment: epirubicina, ciclofosfamide, paclitaxel. PICC was not used for a CT scan. There were no interventions to address occlusions with this PICC. Patient symptoms: extravasation inside the patient. Chlorhexidine solution 2% with gauzes used to clean catheter site during dressing change. PICC in situ for 66 days.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.